Manufacturer narrative:
On (B)(6) 2020, mentor received update on date of explantation to (B)(6) 2020. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/18/2020, additional information indicated that the patient had bilateral exchange with mentor smooth high profile 400 ml silicone implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, a crease was noted on the anterior aspect. Leak testing revealed a tear within the crease, measuring approximately 0.2 cm. Causing a deflation. The evaluation determined that the rupture is consistent with a crease fold rupture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient had the device removed on (B)(6) 2020, and patient has legally changed her name: eunice gonzales correct date of birth: (B)(6) 1955 which makes the age of the patient 64 years old at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right-mentor smooth round moderate plus profile 325cc saline breast implant, catalog number 3502325, serial number (B)(4). Reason for device explant and/or reoperation: not explanted as of this report. Issue with deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 325cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.